Event description:
This complaint is from a clinical study. The pt was a male. The target lesion was left internal carotid artery. There was mild calcification and no vessel tortuosity, the rate of stenosis was 81%. The angioguard xp delivery, and the stent placement (precise) were successful. Pre-dilatation (3mm/6atm, brand unk) and post dilatation (5mm/10atm, brand unk) were performed with a balloon catheter. During the procedure, when post dilatation was performed at the target lesion, the pt developed hypotension. Etilefrine hydrochloride was administered to the pt and the blood pressure returned to normal 2 days later. According to the physician, this occurred due to carotid sinus reflex by the stent placement.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2009-01247. Device history record review was conducted and the product met quality requirements for product acceptance. The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.